Event description:
A customer reported their intracavity c10-3v transducer had a pin hole on the lens, resulting in unstable electrical safety test readings. The transducer was associated with the cx50 ultrasound system at the customer¿s site. The reported damage and tests were identified outside of clinical use. No patient or user was harmed as a result of the issue. The philips service engineer replaced the transducer to resolve the customer¿s immediate concerns. Philips has started an investigation, and upon completion, a follow up report will be submitted.